Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Additionally, the lead safety switch (lss) had been triggered due to pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and after a replacement lead was interfaced to the existing device, noise was still observed despite multiple efforts at re-connection. The original lead and the new lead tested fine with the pacing system analyzer (psa). The device was removed from the pocket and loss of capture and/or oversensing was observed; however, pacing therapy was noted when the device and lead were manipulated. An issue with the header of the device was suspected and the device was removed from service. Following the procedure, the caller realized the lead safety switch (lss) had been triggered again during the procedure and the device was in unipolar configuration. This could have been the reason for the observed noise on the replacement lead as once this lead was interfaced to the replacement device, no noise was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.